Event description:
It was reported that the customer's blood glucose level was 33 mg/dl. The customer treated her blood glucose level with food. She received blood transfusions. The insulin pump was exposed to a MRI. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.